Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified bruton tyrosine kinase. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endovascular therapy (evt). During the procedure, at first inflation, it was noted that the balloon ruptured at 5atm in 5 seconds. However, it was further reported that the balloon was simply removed from the patient's body without problem. However, it was further reported that all the components were completely and simply removed from the patient's body. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.